Event description:
Customer initially reports the tip piece keeps falling off. On (B)(6) 2012 customer reports via phone that the device tip came off when placing amalgam into tooth, there was no pt harm but the tip could have been swallowed.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.